Event description:
It was reported that one of the patients leads was exposed. The patient was administered antibiotics and underwent a revision procedure during which the physician flushed, irrigated and closed the site. No devices were implanted or explanted. A culture was taken but the results are not available. The patient was doing fine post operatively. Additional information was received that the culture results were negative.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family dbs-linear leads: upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 5156045.

Event description:
It was reported that one of the patients leads was exposed. The patient was administered antibiotics and underwent a revision procedure during which the physician flushed, irrigated and closed the site. No devices were implanted or explanted. The patient was doing fine post operatively.